Event description:
A malfunction code was reported by the customer, identified as malf 12, with a fault ID available. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the customer in resetting the pump, with no recurrence of the malfunction afterwards. The customer was advised to continue using the pump and to contact support if the issue recurred, which the customer acknowledged.